Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative tested the equipment, leading to the replacement of the lcd cable. Following part replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon monitor went off and on. She switched to a different surgeon monitor from a different medtronic system to proceed with the surgery. There was no impact on patient outcome.